Event description:
It was initially reported that the tubing set was described as "rough area of tubing appeared to have a slit in it" that caused a chemotherapy leak. The rn was called to the adult patient's room at the request of the patient's spouse to report that the chemotherapy medication was leaking from the tubing set. Upon assessment, the rn noted that there was a hole in the tubing set that leaked approximately 141ml of carboplatin chemotherapy medication which caused a hazardous medication spill. The rn donned the appropriate ppe, discontinued the infusion and notified pharmacy in order for them to prepare a new chemotherapy infusion bag. The customer stated that there was no harm caused to the patient or the nurse from the event, however, there was a slight delay in treatment as the pharmacy remade the IV infusion bag.

Manufacturer narrative:
Correction: d.4 - deleted lot number.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of tubing set with a hole and leaked was confirmed via photo provided by the customer. The photo was evaluated and the reported hole was observed to be from the tubing. The tubing appeared to have a slice cut per photo. The root cause of the failure was not identified. However; the slice cut is consistent with damage of a box cutter being used to open the package or possibly damaged during the manufacturing assembly process of the set. No device received-photo only.

Event description:
It was initially reported that the tubing set was described as "rough area of tubing appeared to have a slit in it" that caused a chemotherapy leak. The rn was called to the adult patient's room at the request of the patient's spouse to report that the chemotherapy medication was leaking from the tubing set. Upon assessment, the rn noted that there was a hole in the tubing set that leaked approximately 141ml of carboplatin chemotherapy medication which caused a hazardous medication spill. The rn donned the appropriate ppe, discontinued the infusion and notified pharmacy in order for them to prepare a new chemotherapy infusion bag. The customer stated that there was no harm caused to the patient or the nurse from the event, however, there was a slight delay in treatment as the pharmacy remade the IV infusion bag.

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified. Patient age and dob requested but not provided, however, the customer stated that the patient was an adult patient.

Event description:
It was initially reported that the tubing set was described as "rough area of tubing appeared to have a slit in it" that caused a chemotherapy leak. The rn was called to the adult patient's room at the request of the patient's spouse to report that the chemotherapy medication was leaking from the tubing set. Upon assessment, the rn noted that there was a hole in the tubing set that leaked approximately 141ml of carboplatin chemotherapy medication which caused a hazardous medication spill. The rn donned the appropriate ppe, discontinued the infusion and notified pharmacy in order for them to prepare a new chemotherapy infusion bag. The customer stated that there was no harm caused to the patient or the nurse from the event, however, there was a slight delay in treatment as the pharmacy remade the IV infusion bag.